Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was displaying inaccurately high readings compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred 1 month prior to contacting lfs. The patient reported obtaining readings of ¿239mg/dl¿ on the lfs meter compared to ¿123mg/dl¿ on a freestyle freedom lite meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported using self adjusting insulin to manage his diabetes. The patient reported whenever he has ¿low sugar reactions¿ he has something more to eat or drink. The patient reported 2 hours after the alleged issue occurred he ¿passed out.¿ the patient reported on (B)(6) 2013 a reading of ¿less than 20mg/dl¿ was obtained by emergency medical service (ems) and the patient was given IV glucose on (B)(6) 2013 in the morning. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing. The patient was found to be using an approved sample site to obtain the samples. The patient¿s test strips and test strips vial were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue he developed symptoms suggestive of severe hypoglycemia and required treatment from ems for an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.